Event description:
It was reported post operative that the right atrial (ra) lead had dislodged, it had fallen. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.